Manufacturer narrative:
Sr-(B)(4) (B)(4) -2018" describe event or problem - correction "dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(4) 2018." Describe event or problem - additional additional information/correction event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(4) 2018. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Cgm value differences were reported to be between 1.5 mmol/l and 2 mmol/l. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be confirmed. A root cause could not be determined.